Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the low blood glucose (bg) alert on the continuous glucose monitoring (cgm) system had been set too low and as a result the customer experienced a low bg level of 40 mg/dl. Food was consumed to treat bg level. Tandem technical support assisted the customer with successfully adjusting the cgm low bg alert.